Event description:
On (B)(6) 2013, the reporter contacted animas, alleging that the display screen on their device had gradually dimmed. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas at the time of this report. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 09/11/2013 with the following findings: during testing, the pump powered on to a dim and discolored display screen. A test screen was installed and displayed properly. Additionally, the pump failed a leak test due to a display lens leak. No evidence of moisture was found inside the pump. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.